Manufacturer narrative:
Meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the meter and no issues were observed. Meter did not power on with button or test strips. Initiated meter communication with a usb cable and communication was not successful. Meter was de-cased, and an internal inspection was performed. Damage to the integrated circuit component was observed. An extended investigation was conducted and burn damage to the cpu (central processing unit) and transient suppressor dn3 was observed. A thermal camera was used to monitor the internal components. The temperature from the cpu and transient suppressor dn3 were found to be above the specification range, indicating overheating. The burn damage was likely caused by an esd (electrostatic discharge) event from an external high-power surge. The returned dn3 chip was placed into a new un-used meter and the customer¿s issue was not replicated. It has been determined that the dn3 chip was faulty and did not adequately protect other pcb (printed circuit board) components, including the mcu (micro processor unit), from voltage spikes caused by an esd event. Therefore, the issue is confirmed due to a faulty dn3 chip. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.